Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained clear fluid. During initial evaluation the device appeared intact. Leak testing revealed a rent in length at the shell/doubler junction. A microscopic examination of the edges of the rent at the shell/doubler junction in the tissue expander revealed no indication as to its cause. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the risk of device deflation cannot be eliminated, mentor addresses this risk in the pids by stating that these devices should not be considered lifetime devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with an artoura breast tissue expander 500cc filled to 800cc and experienced deflation on the left side. Deflation was confirmed by physician during exam. As a result, the patient underwent removal and replacement with an artoura breast tissue expander 500cc, catalog number: smxp135rh, serial number: (B)(4), lot number: 7607879 on (B)(6) 2018.